Event description:
The clinic reported an ultrafiltration (uf) test failure. The gambro technical services (gts) rep replaced balance chamber housing due to a leak and balance chamber valve due to a crack. No pt involvement was reported.